Event description:
The physician implanted five resolute integrity rapid exchange (rx) drug-eluting stents there was no reported issues during stent deployment. The following morning the patient died. Cause of death rupture of the left ventricle. Patient death was not due to thrombus or related to use of our devices.

Manufacturer narrative:
(B)(4). (B)(4) inherent risk of procedure (death/cardiac tamponade), (B)(4) patient's condition - predisposed event (autopsy report confirmed patient death was due to a rupture in the left ventricle), (B)(4) (device not available for evaluation). Conclusion: results (B)(4) device failure/lack of effectiveness related to patient condition (autopsy report confirmed patient death was due to a rupture in the left ventricle).